Event description:
Beckman coulter was evaluating a 2d scanner during development of another project and discovered the following issue: there is a potential for sample ID misidentification to occur, when characters: # @ [\] ' {I} ~ are used as part of the sample ID in languages other than english or chinese are used the handle barcode scanners. In these scenarios, the scanner transposes (substitutes) or suppresses the previously mentioned characters (per OEM) vendor design). The evaluation was performed in-house, no erroneous results were generated or reported. Based on available information, there was no affect to patient or user.

Manufacturer narrative:
The issue affects the lh750, lh780, lh500, and dxh 800 instruments. The probability that the characters: # @ [\] ' {I} ~ are used as part of sample ID is remote. The handheld scanner was released in september 2001. The issue has not been reported.